Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. Hypotube kinks, stent damage and polymer extrusion damage and kinks were noted during analysis. A visual examination of the stent found that on the most proximal stent rows, stent struts were slightly stretched. The crimped stent od(outer diameter) was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along several locations of the extrusion shaft, multiple sites of bunching were also noted in the inner shaft polymer extrusion. The types of damages that were noted on the extrusion shaft are consistent with excessive force being applied on the delivery system. The bicomponent bond showed no signs of damage. As part of analysis, the device was tracked over a recommended 0.014'' guide wire; however the wire could not pass through the bunching sites of the extrusion shaft. Balloon functional testing was also performed and the balloon inflated successfully at rated burst pressure (rbp) and the stent expanded successfully. A vacuum was pulled and the balloon fully deflated within 5 seconds, this result is within specification. The inner balloon lumen appeared curved after the test as the device was not loaded over the wire during testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2018. It was reported that there had been an unknown issue with a promus element plus,mr,ous 3.00x12mm. There were no patient complications reported. However returned device analysis revealed stent damage.

Event description:
It was further reported that there was difficulty advancing the promus element plus, mr, ous 3.00x12mm on the guidewire, outside of the patient, and the procedure was completed with another device.

Manufacturer narrative:
Device evaluated by MFR.: the investigation conclusion was updated from 'unable to be determined' to 'handling damage.' (B)(4).